Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have no functional issues and passed all testing on a test fixture. The usm was also installed on an in-house system where the issue was unable to be replicated. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information available. The usm was analyzed during failure analysis, and the issue could not be replicated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) tried to re-produce the problem but was unsuccessful. The issue was not due to a loose carriage of the universal surgical manipulator (usm). The instrument carriage did not feel like it was not tightly connected, even when applying force with the usm or instrument. The usm was replaced due to the same problem that occurred. The issue did not appear when the instrument was in the patient, when the usm was clutched in the desired position; it no longer moved. The usm did not hold its position when clutched. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm1) was not maintaining its position on the left. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue with clutching the universal surgical manipulator (usm1) to the left position occurring randomly during the positioning phase before the procedure. The usm did not maintain its position and was replaced, but the issue reappeared on the same usm, which resulted in subsequent additional replacement. The procedure continued with all four arms, and the usm1 was not disabled. The event was noted on june 29th, although the problem had occurred previously. There was no uncontrolled movement, opposite direction movement, delays, or resistance observed. Additionally, there was no problem with the arm in use, just in the clutching the arm to the left position. When the problem appeared, the arm was replaced. The recurred on the same arm a few days later. Usm1 was swapped with usm4. Everything was fine after the reboot. However, after the calibration, it was still the same on usm1 and an error occurred.